Event description:
Caller reported that a pump delivered a 10-unit bolus without permission, causing blood glucose levels to drop to 48 mg/dl. Customer consumed glucose tablets to address the low blood glucose level. Customer contacted technical support, which completed a log review and found the pump was unlocked before the bolus was delivered; a limit violation notification was also overridden.